Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, there was oversensing due to non-physiologic signals/sic (sensing integrity counter), and there was oversensing associated with the right ventricular lead. There were two patient alerts for lead failure predictor and out of tolerance subthreshold lead impedance on (B)(4) 2013. Daily pace lead trend data shows an increase for ventricular pace bipolar impedance of 456 to 4047 ohms peak between (B)(4) 2013. 8 ventricular non-sustained tachycardia episodes of less than or equal to 210 milliseconds occurred on (B)(4) 2013. Five lead failure predictor (lfp) high rate non-sustained episodes of less than or equal to 210 milliseconds average ventricular cycle occurred on (B)(4) 2013. Ventricular short interval count (v-sic) of 22869 counts occurred over 5.47 days between (B)(4) 2013.

Event description:
It was reported that the right ventricular (rv) lead had high impedance, high thresholds, non-sustained ventricular tachycardia episodes, and short interval counts. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).